Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medtwatch report # 3004209178-2013-96506.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the customer thinks the insulin pump was delivering more insulin then it should, and the doctor believes the event was due to defective reservoirs. No further information was provided.